Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain. It was also reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure. The patients battery was discarded.